Manufacturer narrative:
(B)(4). Compromised force sensor system alarm failed during prime/a33 and motor error alarm tests during the basic occlusion test due to faulty force sensor resistor. The insulin pump passed idle current, run current, self, off no power, unexpected restart alarm error, displacement and rewind tests. The pump was unable to perform the occlusion and excessive no delivery tests due to compromised force sensor system alarm. The motor test passed. The pump was received with minor scratched display window, cracks on the battery tube threads and reservoir tube lip.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 243 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.